Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that the device may be causing her health problems, she states that she has had pneumonia. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that the device may be causing her health problems, she states that she has had pneumonia. No medical intervention was required by the patient. After further review, this report will now be filed as both a product problem and an adverse event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Corrections have been made as follows: section b. Adverse event/product problem changed to "both" section b. Outcomes attributed to ae changed to "others" section h. Type of reported complaint changed to "serious injury" section h. Device problem code from a04 to a0405